Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to tighten the latch mount. A field service engineer troubleshooted and found the drawer unable to open, stuck and jammed. So, tighten the latch mount and increased the tension on the solenoid spring. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which was unable to open. The customer reported they were able to get medication from another station, and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.